Manufacturer narrative:
Inratio precision data provided by end-user: first test inr = 1.6; second test inr = 2.3; mean = 1.95; sd = 0.49; %cv = 25%. The %cv is greater than 20%. Per internal procedure, the precision failed the criteria for precision. Products will be tested. Caller didn't provide strips lot number after technical support requested. Insufficient info available. No further testing can be performed.

Event description:
Caller alleged discrepant results compared with the lab. Results as follows: first test inr = 1.6; second test inr = 2.3.